Event description:
The hospital reported that during preparation for a coronary artery bypass procedure yesterday, two heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint and the visual analysis, this is a case where the seal did not load properly. (B) (4).